Event description:
Philips received a complaint from a manufacturer's product support engineer (pse) reporting that the v60 ventilator power cord failed electrical safety testing. The device was not in clinical use. The issue was identified during a service evaluation of the device. There was no patient or user harmed. The pse inspected the device and reported that the results of the electrical testing of the power cord exceeded the manufacturer's allowed resistance limits. The pse advised the customer that the power cord requires replacement.

Manufacturer narrative:
H10 g - contact office address and phone number: (B)(6).

Manufacturer narrative:
The customer was provided a service proposal but declined further repair services. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.